Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer reverted to manual insulin injections to assist with blood glucose (bg) levels. Customer cleared the occlusion alarms, and resumed insulin delivery. Customer¿s bg level ranged from 182-400 mg/dl.